Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2016, patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date the patient had an endoscopy and was diagnose with a stomach ulcer. The patient was hospitalized on (B)(6) 2016 for 5 days for an unreported treatment. The patient discontinued duopa because it was not convenient for him and the pump was heavy for him.